Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced and elevated blood glucose (bg) level of 568 mg/dl with ketones. The cause of bg was unknown, and a pump system check revealed that the pump was functioning as intended. Customer delivered a bolus and administered a manual injection to resolve the issue.